Event description:
Procedure: excision of basal cell ca to forehead, chest & l-flanic. Reportedly, oxygen by mask was being administered to the pt, and when the cautery pencil in coag mode was engaged, it sparked and the oxygen flamed. The pt sustained 1st degree burns to the face, upper lip and ears. There are no details available about the treatment of the burns. Note: during routine review, this report was reevaluated. At that time the decision was made to file a report based on the info rec'd.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time the decision was made to file a report based on the info rec'd.